Manufacturer narrative:
This product has not been returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to dislodgement. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to dislodgement. No additional adverse patient effects were reported.